Event description:
Customer reported that ventilator circuit had been previously changed in 2004. Rt was filling water chamber on the following day, at around 1800 hours when she noted "flickering light" inside the ventilator circuit at the insert site of the heater circuit. She quickly disconnected the circuit. Examination of circuit showed burned and severed heater wire at the inside insertion point of the wires. Circuit was replaced. Ventilator was infant star with fisher and paykel heater.

Manufacturer narrative:
The product sample was not returned to us for evaluation. We did received a picture that shows a zoomed in image of the affected portion of the circuit. It showed that heated wire was burned below the molded wire plug at the inside of the expiratory limb wire manifold w/o probe port. Our manufacturing process was reviewed, and no problems related to the issue reported were found. At this time, a root cause cannot be determined. An ongoing investigation is being performed to determine a possible cause of the reported failure and implement a corrective action. The device history record was evaluated for anomaly during the manufacturing process and none was identified. The product was manufactured, inspected and released in accordance with out internal procedure. The electrical resistances reading for the inspiratory and expiratory wires were within specification.